Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).

Event description:
The reporter indicated the surgeon used a ks-ni2 aq310ain 16.5d preloaded injector. When handling the rod, the lens became blocked/stuck in the injector. There was no patient contact. Cause of incident is unknown.

Manufacturer narrative:
(B)(4): evaluation: method - device work order search. Results - device work order search: a device work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history and device work order search, a specific root cause of this event could not be determined. Product not returned.